Event description:
During a routine visit approximately 2 months after implant, the health care provider noted that hat the driveline connector could be easily pulled out of the controller; the patient confirmed this had been the case since two weeks after implant; there were no indications of alarms or faults associated with this event per log file review. The driveline connector was temporarily secured to the controller with tape. The field clinical engineer noted that the space between the movable parts of the connector body was too small and the mechanism seemed to be locked in open position. The engineer unlocked the connector using a wrench; the locking portion became moveable again and was secured to the controller. No vad disconnect were required for this procedure. The event was resolved without patient injury. Investigation is ongoing.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported driveline connector damage event was confirmed by the heartware field engineer who performed a servicing of the driveline and completed a service report form. The cause cannot be conclusively determined; however, internal investigation (B)(4) was opened in order to investigate a stiff or non-functioning locking mechanism on the driveline connector. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient; therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.